Manufacturer narrative:
The reported event could be confirmed. The visual investigation revealed that the tip of the repositioning instrument was broken off at the thread. The broken off thread could be retrieved and was returned for investigation. The breakage surface shows the appearance of a ductile forced rupture caused by bending overload. Furthermore, a secondary crack is visible at the breakage area also resulting from too high bending forces. Additionally, the laser weld seams at the thread area and at the grip area of the instrument were correctly performed and are intact. Based on investigation, the root cause of the broken off tip of the repositioning pin was attributed to a user related issue. The thread breakage was caused by the action of too high bending forces during application. The instrument was manufactured before the CAPA # 358 became effective. Indications for any material or manufacturing related problems were not determined in the investigation. Therefore no further action is required at this time.

Event description:
It was reported during a zmc fracture, a bone repositioning scew sheared. The procedure was completed successfully with the use of a new universal bone repositioning instrument ((B)(4)). If further information becomes available it will be reported in a supplemental report.

Event description:
It was reported during a zmc fracture, a bone repositioning screw sheared. The procedure was completed successfully with the use of a new universal bone repositioning instrument (62-32440). If further information becomes available it will be reported in a supplemental report.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.